Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using sensation plus 50cc intra aortic balloon (iab) the reporter called and stated that the fiber optic sensor failure alarm started and there had been no numbers on the pump since then. No harm or injury to the patient was reported.